Manufacturer narrative:
The initial MDR, section h9 indicated a correction/removal reporting number of 3015876-01/04/2017-001c.

Manufacturer narrative:
(B)(4). Physio-control determined that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts.    The increased electrical contact resistance has been attributed to movement of the mating battery contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers.  Oxidation of the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to the nmi (non maskable interrupt) line of the battery contact which could cause the device to intermittently lose power.

Event description:
During a review of an open product investigation, the device¿s internal service log was reviewed and it was observed that this device had previously lost power inappropriately due to an intermittent connection to the nmi (non maskable interrupt) line of the battery.  This loss of power could have caused the device to not be usable on a patient, if needed.  There is no indication of patient use associated with the issue.